Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. However, the transmitter used in conjunction with the complaint device was returned. A follow-up report will be submitted upon completion of evaluaiton.

Manufacturer narrative:
(B)(4). The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. In addition, the transmitter that was being used with the receiver device was also returned for evaluation. The transmitter device was visually inspected and no defect was found. Functional testing was performed and the test failed. A review of the downloaded receiver log along with the failed functional test confirmed the reported event of a permanent out of range signal. The root cause was determined to be a failed transmitter.